Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the contact failure of the electrical contacts of the video connector socket due to adhesion of the dust or the residue of the chemical liquid and so on, or connection failure of the endoscope or the light source cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device, it was found that the scope communication error b30 occurred on the subject device connecting with cf-hq190 videoscope. There was no report of patient injury associated with this event. The service engineer of olympus europa se & co. Kg (oekg) repaired the subject device on-site.